Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (INS) for urinary/bowel dysfunction. It was reported that yesterday when trying to connect to the stimulator the handset and communicator couldn't find the stimulator. They tried for over a half hour. The patient reached back a few times and couldn't even find the stimulator. They could feel a bump like a wire, but couldn't find the stimulator. It feels like a bunch of pee's in a line. Patient had been having issues and wanted to change the program. They have been having bed wetting accidents for the last 7-10 days. Patient did have a fall where they flipped over backwards in their wheelchair. They have also lost ten pounds. Redirected patient to HCP. Additional information was received from the patient on 2026-Jul-01. They clarified the statement that they reached back a few times and couldn't even find the stimulator. They stated when they finally heard back the tech on the phone said they were walking them through it still didn't work. The ca use of reaching back a few times and not finding the stimulator was not determined. They had no idea, they couldn't find the battery any longer so they just got lucky and caught a signal. They honestly didn't know why but something had changed. The patient stated they would follow up with their doctor. The issue was not yet resolved. The cause of being unable to connect was not determined, they honestly didn't know. They would need to contact their physician. The issue was not yet resolved. Additional information was received from a healthcare professional (HCP) and a manufacturer representative (rep) on 2026-Jul-30. The HCP office personnel reported that the patient visited with the rep and the doctor on (b)(6) 2026 at the HCP office. They indicated that the visitation notes indicated "Device was active, patient used it a couple of days prior to the appointment on the (b)(6).¿ They also indicated that the notes read ¿Symptoms improved after turning device on two days ago. " A call to the rep was made on the same day. The rep indicated that the devices connected immediately with no issues, the patient felt all programs at low amplitudes. The rep indicated the patient was in a wheelchair and was having trouble ¿doing it herself¿ however at the visit with the rep they indicated it ¿connected very quickly.¿ The rep added that the cause of being unable to find/feel the stimulator and being unable to connect to the stimulator was that the patient believed they possibly did not have the blue side of the communicator touching their skin. What most likely caused or contributed to the issue was that the communicator was applied incorrectly. They reprogrammed the patient and the issue was resolved. The fall's effect on the implant was not determined.

Manufacturer narrative:
B3: Date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.